Event description:
It was reported that the burr became stuck in the lesion. A rotablator rotalink plus 1.5mm was selected for use for an atherectomy procedure. The rotapro was prepped and platforms at 160000 rpm. During the procedure, the system was stalled and the burr became stuck on the fourth ablation in the lesion. It was further reported that there was a degree of deceleration prior to the burr stalling. Once the device became stuck after three or four runs, it could not longer advance or dynaglide. There were no patient complications reported.

Event description:
It was reported that the burr became stuck in the lesion. A rotablator rotalink plus 1.5mm was selected for use for an atherectomy procedure. The rotapro was prepped and platformed at 160000 rpm. During the procedure, the system was stalled and the burr became stuck on the fourth ablation in the lesion.